Event description:
Mechanical failure. Iris is working but the collimator leaves are not; when they try to expose they are getting waiting on collimator ready. Failure to initiate fluoro during a patient's procedure.